Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product is scheduled to be explanted and replaced on the right side.

Event description:
Additional information received indicated that the system was successfully explanted and replaced on the right side.

Manufacturer narrative:
(B)(4). Additional information is suspected, once received this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.